Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged dso seal and damaged remote dose connector. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a damaged remote dose connector. The remote dose connector and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a broken bolus connector. There was no patient involvement and no patient harm.